Event description:
It was reported that, ¿years ago¿, the patient experienced withdrawal. She presented to the emergency room (ER) and it was unknown what was wrong. The nurses doing the patient¿s refill realized that, when the pump was approaching a 2ml volume the pump was ¿slowing down¿, so she wasn¿t getting the expected medication. The healthcare provider (hcp) resolved the issue by programming the low reservoir alarm volume to 4ml. It was noted that the symptoms had a gradual onset. The device system was used to deliver lidocaine and morphine.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot# l35399, implanted: (B)(6) 1995, explanted: (B)(6) 2010, product type catheter. (B)(4).